Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One photo sample of a 2 fr perqcath catheter was provided for evaluation. The image shows a 2 fr perqcath catheter implanted within the pateients arm. A complete break in the catheter tubing is visible at the proximal end of the catheter extending from the winged hub. The implanted catheter segment and external portion appear to be visible under the securement dressing. The break surface characteristics could not be clearly inspected. The manufacturing records were reviewed and no deviations/issues were identified or associated with the reported event regarding product materials, manufacturing, packaging or qc inspection process. Since the catheters were observed to contain a complete break, the complaint is confirmed. Potential contributing factors include tensile (pulling) damage; however, the exact cause remains unknown. A lot history review (lhr) of reds2221showed five other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported on (B)(6) 2021 the nurse responsible for the neo ICU, reported that when she is going to change the dressing, she realizes that the catheter is punctured or broken, she reports following all the recommendations and using only 10ml syringes. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported on (B)(6) 2021 the nurse responsible for the neo ICU, reported that when she is going to change the dressing, she realizes that the catheter is punctured or broken, she reports following all the recommendations and using only 10ml syringes. . It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. Two photographs of 2 fr per-q-cath catheters were provided for evaluation. The first image shows one catheter inserted in the patients neck region. A complete break in the catheter tubing is visible approximately 2 to 3 cm from the winged hub. Blood is visible within the catheter tubing at the break site. The break surface characteristics could not be clearly inspected from the image. The second image shows a 2 fr per-q-cath catheter in the patient's arm. A complete break in the catheter tubing is visible at the proximal end of the catheter extending from the winged hub. The break surface characteristics could not be clearly inspected. The manufacturing records were reviewed and no deviations/issues were identified or associated with the reported event regarding product materials, manufacturing, packaging or qc inspection process. Since the catheters were observed to contain a complete break, the complaint is confirmed. Potential contributing factors include tensile (pulling) damage; however, the exact cause remains unknown. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq1358 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021 the nurse responsible for the neo ICU, reported that when she is going to change the dressing, she realizes that the catheter is punctured or broken, she reports following all the recommendations and using only 10ml syringes. . It was reported this occurred with two devices. This report addresses the first device.